Event description:
It was reported to gems that the prestige si table and/or column moved intermittently. Without command. No injury was reported. The root cause of the incident is not known at this time; investigation is on-going.